Event description:
It was reported patient underwent hip arthroplasty on unknown date. Subsequently, part one of a two stage revision was performed on unknown date due to infection. The components were removed and replaced with spacer molds. The second stage was performed (B)(6) 2013, the spacer molds were removed and replaced with devices.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Product code - unknown. Product identification and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.